Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified error m-02 and replaced the integrated electrosurgical unit (iesu) generator to resolve the issue. The iesu generator unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to a third party generator after the start of the procedure due to ongoing issues with the erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer switched to a third party generator due to a error on the vio integrated electrosurgical unit (iesu). It was noted that the customer continued working on the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information found in g3, g6, h2, and h3. Evaluation information can be found in h6 and h10. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation for (error m-02 on the erbe, m-02-3 error upon start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.